Event description:
Section a: weight - unknown. During the esophagogastroduodenoscopy (egd) procedure, the physician deployed the resolution clip in the esophagus. The physician went back and noticed that the clip was attached to the mucosa. The physician used forceps to retrieve the clip and then sucked it out through the scope. The patient's condition was reported to be fine.

Manufacturer narrative:
The complainant reported that the suspect device was disposed. The product analysis could not be performed. The complaint is not confirmed as the suspect device was not available for the evaluation.